Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Initial troubleshooting included education on lag and calibration practices, but the user remained dissatisfied, and the case was escalated. Next level support reviewed the available data and observed that bg values generally aligned with sg trends when lag was taken into consideration. The user was not satisfied with this information. The user was advised to continue using the system, perform daily calibrations, and allow several days for continued monitoring. During this period, the reported readings improved, and the user acknowledged the improvement. The case was closed after confirming proper system functionality. B4.date of this report 04 dec 2025 g3.date received by the manufacturer? 04 dec 2025 h6. Type of investigation updated to 4121 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 22.

Manufacturer narrative:
The user reported discrepancies between cgm and finger-stick values, and the case was escalated to the next level of support. The user was initially informed that bg values aligned with sg trends when considering the expected delay between bg & sg, and was advised to continue using the system, entering calibrations as requested, and to provide additional examples if concerns persisted. The user rejected this explanation, and the case was re-escalated. Following three days of monitoring, it was confirmed that bg values aligned with sg trends after the sensor was re-linked, and the user was again advised to continue calibrating as requested. The user accepted this explanation, acknowledging that the system was working as expected. A dms review confirmed ongoing system usage and indicated improved agreement between bg and sg values with recent calibrations.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.